Event description:
Patient reported having issues with the nebulizer mouthpiece. The patient stated she just switched and only used it 3 times. She reports while using the nebulizer today every once in awhile she "felt like a squirt on her face," which was a first for her. She continued using and a little bit later again, maybe 4 or 5 times, she felt the squirt. She believes "it came from the blue flap, and it made her nervous." The patient is wondering if the medication was getting in her eyes. No missed dose or adverse events were reported. Unknown if the patient has the defective device available for return. Unknown if the md is aware. No additional information was reported.